Event description:
It was reported that the interpulse handpiece with coaxial bone cleaning tip was being set up for a procedure when the tip became separated from the shaft. The procedure was completed successfully with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. (B)(4).

Manufacturer narrative:
The device was evaluated and the reported event was confirmed. The device was scrapped at the manufacturer.

Event description:
It was reported that the interpulse handpiece with coaxial bone cleaning tip was being set up for a procedure when the tip became seperated from the shaft. The procedure was completed successfully with no patient or user injuries, and no adverse consequences.